Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.2 failed to stay close. A field service engineer found no issue with the device, since the drawer recovered by the user itself. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation system drawer failed to open, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.